Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose value was 400 mg/dl. There was lost sensor signal alarm. Troubleshooting was done for tape not sticking, loss of communication and sensor glucose versus blood glucose. Troubleshooting was not mentioned for the high blood glucose. The insulin pump will not be returned for analysis.